Manufacturer narrative:
(B)(4). There was no reported device malfunction. Data was not provided. The device was not returned. It should be noted that diabetes is a known cause of death; however, a definitive root cause cannot be dtermined.

Event description:
Territory business manager contacted dexcom technical support, to report that the patient had expired on (B)(6) 2015. The patient had been admitted to the hospital on (B)(6) 2015 for a rise in creatine. Patient was released to a rehabilitation nursing facility on (B)(6) 2015. Patient expired in the nursing facility on (B)(6) 2015. The patient was not wearing the continuous glucose monitoring system at the time of death. The patient's wife stated that the cause of death was persistent epstein-barr, congestive heart failure, and insulin dependent diabetes. No additional event or patient information is available.